Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the issues. The representative replaced the x-stage, power led, and charging monitor. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have been returned to the manufacturer for evaluation.

Event description:
A site representative reported that outside of a procedure, planned maintenance (pm) found multiple minor faults in the imaging system. There was damage to the power cable and to the x-stage that required repair. There was no patient present when these issues were identified.